Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on june 15, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "damaged implant" diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e3, h3, h6.

Event description:
Healthcare professional reported left side "damaged implant" diagnosed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "damaged implant" diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Additional, changed, and/or corrected data: h6, h10.